Manufacturer narrative:
One tactisys quartz was received for evaluation. Visual inspection revealed the front ports, rear ports, chassis, and label were free of physical damage. When power was applied, the tactisys quartz passed post (power-on-self-test) and communication was established. A known-good catheter was connected, and contact force was not observed. Fiso diagnostic identified a signal loss at channel three. The orange fiber optic cable was temporarily replaced with a known-good one and functionality was restored. Based on the information and investigation provided to abbott, the root cause was isolated to the orange fiber optic cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information and investigation provided to abbott, the root cause was isolated to the orange fiber optic cable.

Event description:
At the start of the left atrial tachycardia case, there were no contact force readings from the tactisys, and the light was flashing red and green (no compatible catheter connected). The catheter was recognized on the mapping system but did not display force values and the force could not be reset. The contact force display showed two pink hyphens instead of any force values. The catheter was replaced for another, and the same error occurred. A third catheter was used from a different lot and the tactisys was replaced to complete the procedure with no adverse consequences to the patient.